Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error. There was unknown patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed record of a check clutch/plunger lever alarm. Visual, functional and occlusion tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue or problem found, and no further action was taken.